Event description:
Pace medical was notified on april 6, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that the rate was too slow. The device was examined and the complaint was confirmed. The pacemaker has a loose battery connector which was replaced along with solder repair on the pc board. The device was re-calibrated and final tested. All tests were normal and the device was returned to the customer. Reason for complaint: possible rough handling or a sudden impact.